Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: during complaint investigation it was determined that the device evaluation required an update. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the attachment device was missing components and did not function. It was further determined that the device failed pretest for general condition, check function of locking knob on tool coupling, check function of quick saw blade coupling, and check oscillation frequency with frequency meter. Therefore, the reported condition was confirmed. The assignable root cause of this condition was determined to be traced to component failure due to wear. The reported condition of the device can no longer open to put the saw blade in was not confirmed.

Event description:
It was reported that a small pin came out of the attachment device, and it can no longer be opened to put the saw blade in. It was not reported if the event occurred during a surgical procedure. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: during complaint investigation it was determined that the device evaluation required an update. Updated device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition that a small pin came out of the attachment device, and it can no longer be opened to put the saw blade in was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that the device had a loose knob, was missing components, had component damage, and did not function. It was further determined that the device failed pretest for general condition, check function of locking knob on tool coupling, check function of quick saw blade coupling, and check oscillation frequency with frequency meter. The assignable root cause of these conditions was determined to be traced to component failure due to wear.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the attachment device was missing components. It was further determined that the device failed pretest for general condition, check function of locking knob on tool coupling, check function of quick saw blade coupling, and check oscillation frequency with frequency meter. Therefore, the reported condition was confirmed. The assignable root cause of this condition was determined to be traced to component failure due to wear. The reported condition of the device can no longer open to put the saw blade in was not confirmed.